Manufacturer narrative:
All available patient information is included. Additional patient details are not available.

Event description:
The customer stated a physician¿s office is questioning troponin results when using the architect stat troponin-I assay on the architect i2000sr analyzer. The customer states they will get a false elevated troponin result, and when the patient goes to the ER and is tested there, the result is negative. The customer does not have any specific patient information to provide. The customer stated the quality control is in range and maintenance is up to date. There is no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending data for the architect stat troponin-I was performed and no related trends were identified for the complaint issue. A review of historical performance of the multiple lots which was evaluated using worldwide data from customers in the field for the troponin-I assay. Due to the likely cause lot assigned as unknown, a data review for all current lots (within expiration dating) in the field was performed. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for all the lot numbers included in the review are within the established limits. Therefore, no unusual reagent lot performance was identified for the lots reviewed. The historical performance of the reagent lots using worldwide data will be used in place of retained file sample analysis. A device history record review was performed and determined no related potential non-conformances, deviations, or non-conformances were identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat troponin-I was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. D4 - catalog number: 02k41-35 / updated to: 02k41-27.